Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an energy error during flap creation and an energies differ too much error after the flap was created. The flap was not lifted. The system was re-set and the remainder of the surgical day was uneventful. Additional information requested.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During a onsite visit the fse (field service engineer) was able to confirm error message in logfiles. To fix this issue, the fse replaced the euf-pcb and successfully completed system verification to specification. Root cause is a faulty euf-pcb. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
During onsite visit the field service engineer (fse) replaced euf board and laserhead. Euf board and laserhead received. According to technical service the euf board is not related to reported issue, so further investigation is not necessary. The laserhead shows an internal beam drift inside laserhead. Malfunction of laser head could be confirmed. The root cause was a defective laserhead: beam drift inside laser head was identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).